Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, customer noticed some of the cartridges were not snapping into the pump. Customer was able to load a new cartridge successfully and resume insulin delivery.